Manufacturer narrative:
Clarification of the results for sample 2 was received. Sample 2 initial result was 1.17 pmol/l. The repeat result on the same analyzer was 8.86 pmol/l. The repeat result from another analyzer was 9.16 pmol/l. The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Event description:
There was an allegation of questionable elecsys pth results from the cobas e 801 analytical unit. Sample 1 initial result was 1.06 pmol/l. The repeat result on the same analyzer was 17.2 pmol/l. The repeat result from another analyzer was 17.2 pmol/l. Sample 2 initial result was 1.17 pmol/l. The repeat result on the same analyzer was 17.2 pmol/l. The repeat result from another analyzer was 17.2 pmol/l. Additional results of 8.86 pmol/l and 9.16 pmol/l were provided for this sample. Clarification was requested but not provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.